Event description:
User reported a ventilator was on a patient for approximately 10 minutes when the device made sounds and then powered off. No direct observations of the possible visual alarms were witnessed. Attempts to power on the device while connected to ac power were unsuccessful. No patient harm was reported.